Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this caller requested review of stored atrial tachycardia response (atr) episodes. Additionally, an alert had been generated for an atrial pacing impedance measurement greater than 3000 ohms. A boston scientific technical services consultant explained the atr episodes are inappropriate due to minute ventilation (mv) sensor oversensing and an interaction with the respiratory rate trend (rrt) feature. The consultant discussed the potential root cause(s) of the out of range impedance measurements and the need to program rrt off in addition for further evaluation of the atrial lead with isometrics and an x-ray. No adverse patient effects were reported.